Event description:
Two sacral screws broke post operatively. The broken screws were detected during a follow up visit on an x-ray. The date when the screws were broken is unk. The pt underwent a revision surgery to remove the larger diameter screws.

Manufacturer narrative:
The parts were returned to alphatec spine inc and evaluated. The evaluation confirms that the screws were broken. Both of the screws are broken in the middle of the threaded portion of the screws. An evaluation of the device history record does not reveal any quality concerns. Requests have been made to the surgeon to provide copies of the x-ray that detected the broken screws. Alphatec spine inc has yet to receive the x-rays. The copy of the x-ray will assist in determining the root cause of the screw breakage. Alphatec spine will report additional follow-up information when the x-rays are obtained from the surgeon. Although the reported complaint was confirmed, it is difficult to determine the root cause without evaluating the x-rays for the placement of the screws. The root cause was not identified, there is not enough information.